Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot 58608, was returned and analyzed. Visual inspection of the catheter showed the device was intact with no apparent issue. The catheter failed the performance test upon connecting to the console due to system notice, 50005 indicating the safety system has detected fluid in the catheter and stopped the injection. The dissection/pressure test showed a guide wire lumen kink and twist inside the balloons at 0.9 inches from the tip of the catheter. The pressure test showed the breach at the same point of the guide wire lumen kink. In conclusion, the balloon catheter failed inspection due to a guide wire lumen twist and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.